Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample and one photo was provided to our quality team for investigation. Upon inspection of the photo, evidence of liquid is observed behind the stopper area, verifying the reported incident. The returned sample was evaluated; no damage or defect was identified within the device to indicate why a leak may have occurred and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2411026, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected; no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringe, all product was verified to meet required specification and no leakages were observed. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. Given the returned sample did not show any evidence of a leak during our testing, this cannot be verified for the reported incident, therefore a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: we have not received a response to the email below. Now we have again received another internal complaint about these syringes (leaks, see photo below). This time it is about charger. (B)(6). The syringes in question have been saved. I would like your immediate response on what is going to be done about this now and what we should do with the syringes and the batch in question. Additional information is there any visible damage observed on the device? No, no visible damage. Was there any impact to the patient or healthcare provider? No, the healthcare provider noticed a few drops behind the pestle. She stopped her work, pressed the syringe empty keep the syringe for research. Was the device being used in/on patient when the issue occurred? No, during preparing the syringe with cytostatics. Was patient or user harmed? If yes, please explain, no. Could you please provide a date of event? 10/03/2024.